Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
1 false positive sars result from screening patients in a nursing home facility. It is unknown if patients tested were symptomatic or asymptomatic. Customer did confirmation testing with pcr. Additional information was requested but no further details were disclosed.